Event description:
A distributor in thailand reported via a fisher & paykel healthcare (f&p) field representative that the tubing of two ojr414 optiflow junior 2 nasal cannulas was detached from the cannula end. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Correction: section d2: expiration date is corrected. Method: the subject devices ojr414 optiflow junior 2 nasal cannulas were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph(s) provided by the healthcare facility and our knowledge of the product. Results:visual evaluation of the provided photographs confirmed that one tube was detached from the cannula end. Conclusion: based on the visual inspection of the returned devices, and our knowledge of the product, it is most likely that the reported event resulted from the cannulas being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions which accompany the ojr414 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A distributor in thailand reported via a fisher & paykel healthcare (f&p) field representative that the tubing of two ojr414 optiflow junior 2 nasal cannulas was detached from the cannula end. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Correction section d2: expiration date is corrected. Method: the two subject devices ojr414 optiflow junior 2 nasal cannulas were returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the evaluation of the returned devices, information and photograph(s) provided by the healthcare facility and our knowledge of the product. Results:visual evaluation of the returned devices confirmed that one of the tubings were observed to be stretched and detached from the cannula end. Conclusion: based on the visual inspection of the returned devices, and our knowledge of the product, it is most likely that the reported event resulted from the cannulas being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions which accompany the ojr414 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in thailand reported via a fisher & paykel healthcare (f&p) field representative that the tubing of two ojr414 optiflow junior 2 nasal cannulas was detached from the cannula end. There was no reported patient involvement.